Manufacturer narrative:
He associated complaint devices were reurned and evaluated. The lab analysis concluded, scratches were present on the articulating surface of the patella insert. The insert was damaged with deformation on the bone contacting surface and the sides. The pegs are deformed and sheared. There were no observations of material or manufacturing deviations in the course of this investigation. The clinical/medical team concluded, it was communicated that revision was performed due to loosening supported by radiology. (C-228552). However, the root cause of the into-op findings/peg deformation remains unknown (c-233452). Primary surgery details are unknown. Patient impact beyond the revision procedure itself is not anticipated. If new information is received in the future, this complaint can be re-opened.

Event description:
It was reported that revision surgery was performed. No delay was recorded and no backup device was required.